Event description:
Gambro received a complaint in 2007, from a facility who reported a pt's death during treatment on a phoenix machine. During the treatment, the machine's 'air in blood' (abd) alarm sounded. Facility's pt care tech tried to clear the alarm and observed that the pt was already cyanotic and cool to the touch, indicating that she had been dead for some time. The pt involved in this incident had a long-standing history of severe cardiac disease. According to facility's pt care tech (pct), the pt had a very low ejection fraction (ef). The pt was a do not resuscitate (dnr), therefore, no cardiopulmonary resuscitation (CPR) was performed. The pt was never transported to the hosp because of the dnr status and there was no autopsy ordered. Upon a first inspection of the machine, facility's biomedical tech discovered a split in the "t" connector on the arterial side of the dialysate compartment. The machine was then inspected by a gambro tech who performed a verification of the abd alarm and occlusion tests on the blood pump rotor. Both the alarm and rotor were found to be within MFR's specifications.